Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump with serial number a136820 sustained a cracked, unusable touchscreen, after which the user experienced difficulty operating the device and reported injury from the damaged screen; the issue pertains to a fractured touchscreen component. Symptoms included hyperglycemia. Outcomes included no long-term health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.